Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. The reported problem (service code displayed) was confirmed. As received the monitor failed incoming testing. A root cause investigation is underway. A supplemental report will be submitted upon completion. No adverse event resulted from the defective monitor. The patient received a replacement monitor.

Event description:
A review of the flag flies for an (B)(6) year old male patient revealed a service code 110. Zoll customer support contacted the patient and issued him a replacement monitor.